Event description:
Patient developed bone loss after implantation of the dental implant fx4310mlc in tooth location #3. Implant was removed on (B)(6) 2015 due to bone condition (micro-movement), infection and pain. The patient had a medical history, bruxism. The condition of the patient is stable without complications, and new implant was placed to the patient.